Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. Reset the connection of control board to resolve the issue.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. There was no report of patient involvement.